Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair strand was found inside the syringe of a floseal hemostatic matrix kit. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and a large strand of hair was identified inside the floseal syringe plunger. There reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. In addition, ten (10) retention samples were returned and a visual examination was performed. The reported issue was not verified for the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.